Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a stenting procedure performed in the hepatic portal region on (B)(6) 2014. According to the complainant, during the procedure, they fastened the stent to the delivery system using nylon thread. The device was advanced to the lesion, but the stent was unable to be released. The device was removed from the patient. There were no other issues noted with this device. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the stent was broken, therefore, this event has been deemed an MDR reportable event. .

Manufacturer narrative:
Investigation result of stent broken. A visual evaluation found that the stent was separated from the delivery system when received. A blue nylon thread was tied around the proximal side of the stent. The proximal barb was torn off and missing from the stent and the thread was tied around where the barb used to be. Based on the location of the loop, the thread did not appear to have caused tearing of the barb, but it could not be determined. No anomalies were identified with the delivery system. The stent was loaded on delivery system for a functional evaluation with the thread still tied on the stent. Resistance was encountered due to the string and the knot in the thread being jammed between the stent and guide catheter. With effort the stent was loaded on the guide catheter. When the pull wire was actuated, resistance was encountered and the stent failed to deploy. A review of the directions for use (dfu) found that the step for mounting the stent on the delivery system does not require fastening the stent with a thread. The investigation concluded that because the user fastened the stent and delivery system with a nylon thread, the device had a different response than intended by the manufacturer or expected by the user. Therefore the most probable root cause is "user/ use error." A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.